Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements above 3000 ohms. The impedance appears to be gradually increasing. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the physician opted to continue to monitor since the patient is 0 percent paced in the atrium. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements above 3000 ohms. The impedance appears to be gradually increasing. No adverse patient effects were reported. This lead remains in service.